Event description:
Complainant alleges using a heating pad wrapped in a towel on her stomach when heating pad overheated and damaged her bedding. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. Consumer also modified the pad by wrapping it in a towel, which is not an intended use of the product. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.